Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01aug19. The manufacturer¿s international service technician confirmed the reported issue and replaced the cpu printed circuit board assembly to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported a backup alarm failure. There was no patient involvement.